Manufacturer narrative:
Based on available information, our medical determination is that this malfunction is serious: because sometimes, surgical intervention is needed to remove a catheter whose balloon fails to deflate. Reported to the FDA on february 28, 2013.

Event description:
This complaint was identified during our retrospective review of complaints from our facility in (B)(6). Complaint received as follows: "complaint description: non-deflation is use. After tearing the valve apart, the balloon was deflated, and then the foley was removed successfully. No harm or injury to pt."